Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set cannula. The customer's blood glucose level ranged from 264-265 mg/dl. Reportedly, the customer changed the infusion set and cartridge to resolve the issue.